Event description:
It was reported that a 14f amplatzer torqvue 45x45 delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was noted that there was resistance while the device was advanced over the stiff guidewire into the superior vena cava. The user exerted force to push the sheath. Fluoroscopy was used to determine why the device was not moving and it was observed that the tip of the sheath split into two. The device was removed from the patient and replaced with a new 14f amplatzer torqvue 45x45 delivery sheath. The occluder was placed. The patient became hemodynamically unstable. Digital subtraction angiography (dsa) was used to determine that a vein in the pelvic area was perforated and the patient had a venous tamponade. A percutaneous transluminal coronary angioplasty (ptca) was performed and a stent was inserted to treat the leak. The patient received a blood transfusion. A computed tomography (CT) was ordered. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during procedure there was resistance while the device was advanced and the user exerted force to push the sheath. Fluoroscopy was used to determine why the device was not moving and it was observed that the tip of the sheath split into two. The occluder was placed using a new 14f delivery sheath. The patient became hemodynamically unstable and it was determined that a vein in the pelvic area was perforated and the patient had a venous tamponade. A percutaneous transluminal coronary angioplasty (ptca) was performed and a stent was inserted to treat the leak. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. As a result of this finding, abbott is performing further investigation to monitor this issue.